Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Troubleshooting was performed and the insulin pump was working properly. The customer's mother also stated that the customer was not put on an insulin drip but was left on the insulin pump to bring down her blood glucose levels. Nothing further was reported.